Event description:
It was reported that the patient had a syncopal episode and presented to the emergency department. There was a seven second pause noted, no capture and a right ventricular (rv) lead fracture. It was further reported that there was varying right atrial (ra) lead impedance and a lead warning. The ra and rv leads were both capped and replaced with new leads. As a result of the syncopal episode the patient also reported a bruised eye. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.